Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient's body still inflated and caused some self limited bleeding. The complainant alleged the catheter came out a couple hours after placement. The balloon was reportedly filled with 12cc of water. The complainant also noted that she normally uses a 30cc balloon but she now uses a 5cc balloon.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body still inflated and caused some self limited bleeding. The complainant alleged the catheter came out a couple hours after placement. The balloon was reportedly filled with 12cc of water.